Event description:
It was reported that the subject device exhibited a power supply failure. There were no reports of patient harm.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: d8, h2, h3, h6, h11 the device was returned to olympus for inspection and the reported failure "power supply fails" was confirmed. In addition, the following reportable malfunction was identified during the device evaluation: poor contact of power supply unit/ failure in digital radiograph board/ endoscopic image cannot be displayed/ the image has synchronization loss. A root cause could not be identified. Based on the results of the investigation, the most probable cause of the complaint is traced to component failure should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from the customer.